Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a non-recoverable error was displayed. The robotics coordinator called in to report that during the second case of the day the system faulted with a non-recoverable error. The operating room (or) staff restarted the system four times and it finally came up without the fault, but the surgeon decided to not use the da vinci for the remainder of the case. The system logs from the previous power cycle were unavailable at the time of the call. The procedure was converted to open.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and replaced the master tool manipulator (mtm) due to errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.